Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient who was receiving lioresal via an implantable pump for an unknown indication for use. It was reported that in the last weeks the patient had an increased spasticity in the left hemicorpus and oral lioresal was started. The most recent refill prior to the event was (B)(6) 2018. On (B)(6) 2018 staphylococcus epidermidis was found in hemocultures. A computerized tomography (CT) scan, x-ray, and echography were also done on (B)(6) 2018 and were all normal. It was indicated that the event was possibly related to the device therapy of programming/refill. It was noted the event resulted in emergency room visit and in-patient hospitalization. Interventions also included reprogramming on (B)(6) 2018. The outcome was resolved without sequelae on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Clarification requested to clarify when the patient first began to experience the increased spasticity. Information received reported that no further detailed description was found in the medical file. No further complications were reported or anticipated.

Manufacturer narrative:
Patient age at baseline reported as (B)(6). Weight is baseline weight. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the outcome was resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was reported that interventions also included administering amoxicillin-clavulan acid on (B)(6) 2018. It was also noted the cause of the staphylococcus epidermidis remained unknown.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that laboratory testing showed capitis in the hemocultures in addition to the staphylococcus epidermidis.